Event description:
It was reported by service report that the patient right side rail was not locking in the up position. Also, the power prong was bent and loose. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent power prong on power cord. Siderail not locking in up position.